Manufacturer narrative:
Additional information was received on 6/5/2019. Mentor became aware that the reported device was manufactured in leiden. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Events that involve these devices would not need to be reported as medical device reports. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had an unknown mentor gel implant placed in 2002 and experienced right sided rupture in 2008. The rupture device was replaced in 2008. At the time of this report, there is no additional information. If additional information is made available in the future, then a supplemental report will be submitted.